Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-00660. The pt (B)(6) is implanted with four percutaneous leads from two different lots. It was reported the pt is not receiving adequate stimulation. In an effort to resolve this matter, surgical intervention was under taken to replace the devices with two surgical leads.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.